Event description:
The event reported to allied was as follows: an intubated pt was inadvertently connected to the unregulated output of an oxygen regulator on a small oxygen bottle via a jackson-reese tubing set. The pt was supposed to be connected to the regulated (0-25 lpm) output. Regulator had similar threaded connectors for both the regulated and unregulated outputs. Because the oxygen flowout of the unregulated connector greatly exceeded 25 lpm, the pt suffered a pneumothorax as a result. The incident revealed that any regulator having interchangeable output connectors for both regulated (up to 25 lpm) and unregulated (50 psi) outputs creates an unacceptable risk of the wrong connector being used. The regulator in this incident has a "diss" male regulated outlet and a "diss" check valve for the unregulated output. The "diss" fitting for the regulated output was missing, which contributed to the user inadvertently connecting the therapeutic tubing on the unregulated connector.